Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 1:54 pm on (B)(6) 2016 the device was programmed for remifentanil at 10.4ml/hr; the infusion was paused without being started. At 3:11 pm the infusion was started. At 3:13 pm the dose was changed to 0.02mcg/kg/min, which made the rate 5.22ml/hr. At 3:14 pm the infusion was paused. At 3:39 pm the device was channeled off. At 4:05 pm the device alarmed for flo stop open. Remifentanil was programmed to infuse at 5.22ml/hr. At 4:07 pm the infusion was paused. At 4:26 pm the device was channeled off; the volume recorded as being infused during this period was 0.509ml. The starting volume of the fluid container cannot be determined through device logs. Although requested the pump module and the disposable set have not been returned for investigation. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that during a minimally invasive tavr (transcatheter aortic valve replacement) the patient was sedated with a short acting narcotic and dexmedetomidine at unspecified rates. Shortly after initiating the infusions the patient became unresponsive, hypotensive and apneic. The infusions were discontinued and the patient was resuscitated and intubated. All infusion doses appeared normal, and the surgery was restarted, however the patient began to move and remifentanil was restarted with a subsequent blood pressure drop. Fluid in the drip chamber was noted to be free flowing and the bag was empty. The patient's condition was stabilized with pressors and narcan and the surgery was completed with general anesthesia; the patient reportedly awoke at the end of the case and is doing well with no apparent injury reported.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a vague pump module over infusion event, and no event details or patient information was provided.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed or replicated. The pump module was received with a damaged/cracked bezel and the instrument seal not intact. Both iui¿s were also observed to be dull. Functional testing found the pump module to be delivering fluid out of specification but underinfusing, rather than overinfusing as the customer reported. The root cause of the overinfusion was not identified.